Manufacturer narrative:
Neither kinks nor bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Cracks were found on the top and bottom housing. While the damage was found, based upon the data it does not appear to have had an impact on the pod's ability to deliver insulin during its operation. The exact timing and cause of the damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 370 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.